Event description:
Per the clinic, the patient experienced a magnet dislodgement during an MRI (1.5 tesla). The patient's head was wrapped as recommended by cochlear. The device was explanted on (B)(6) 2024 and the patient was re-implanted with another cochlear device during the same surgery.